Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance has increased. Weekly high voltage lead impedance trend data shows an increase for max defib active can on impedance of 47 to 128 ohms range between (B)(4) 2011 and (B)(4) 2012.

Event description:
It was reported that the right ventricular (rv) lead impedance has increased. It was also reported that since the impedance is within limits, the patient will be monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.